Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a open book image on the insulin pump with a big red x. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, sleep current test, active current test and self test. Insulin pump failed the prime test due to seating immediately caused by moisture damage on the motor and force sensor. Unable to perform the displacement test, basic occlusion test, force sensor test and occlusion test due to prime/fill anomaly. Moisture damage was also found on the electronic assembly during visual inspection. Critical pump error (open book image) not confirmed.